Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead having high impedances. The physician believed that patients certain movements had caused impedances. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5172131.